Event description:
Patient presented to the physician with a seroma at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with persistent seroma along with pain in the ear and jaw. Physician aspirated the seroma and administered lidocaine injections for pain management.